Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device with an 8f sheath using cross-over approach after a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, all steps were done correctly; however, at the time of removing the suture trimmer, resistance was felt around the tip of the suture trimmer and the tip became caught. The tip of the trimmer was almost removed and visible. The trimmer was released by cutting at the end of the tip with a "cooper". As re-bleeding was noted (possibly related to the cut or knot not fully advancing), manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulties could not be replicated in testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported difficulties. Factors that contribute to the reported failure to advance the knot include, but not limited to, low profile knot, use technique excessive force, air knot. Factors that contribute to the reported mechanical issues or difficulties removing the gated suture trimmer include, but not limited to user technique (lever deployed early, excessive suture tension, or trimming lever not held back during retrieval of the suture trimmer). The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.